Manufacturer narrative:
Visual inspection of the device confirms the distal arm has sheared off. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage is consistent with high stress conditions where the inserter pin contacts the inserter arm slot. Review of the device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the inserter was found broken in a set. There was no report of patient involvement.